Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette. No attached properly alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h 10 investigation completed on a smiths medical ambulatory ambulatory infusion pumps/cadd solis vip pumps - 2120 alarms cassette not attached properly displayed in the event log. This was unable to duplicated during testing. Preventative action taken to replace the down stream sensor. Unknown cause of event. : h 06- no patient involvement.

Event description:
Additional information in h 6 device evaluation in h 10.